Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. No missing segment or partial display noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported that the customer is experiencing a partial display on their insulin pump. Customer was in an accident where he fell out of the bed and hit his head. The customer was rushed to the hospital and an MRI was taken of him but the nurses forgot to take the insulin pump off prior. The insulin pump screen is going black and he states that he cannot read it. Customer's blood glucose was 163 mg/dl. During troubleshooting, the customer stated that the pump was not exposed to extreme temperatures or direct sunlight. He said that it was flashing every now and then. The insulin passed pump passed the self test but is still being replaced because of the flashing screen. The customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.